Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostim ulator. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v835127, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v947059, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v947059, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v835127, implanted: (B)(6) 2011, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient needed his therapy adjusted. The patient had surgery 3 weeks prior to the date of this report to change the lead wire placement. It was noted that the patient was told that therapy would need to be adjusted post-operatively. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-07675.